Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other perclose proglide device referenced, is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a per-close technique, prior to an interventional procedure. Reportedly, both proglide devices had cuff misses. The interventional procedure was completed and hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the per-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed based on the observed link detachment. The difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: the sheath size for the preclose procedure in the left common femoral artery was 7f. The sheath was not upsized in the left common femoral artery. The procedure was a thoracic endoprosthesis implantation procedure. No additional information was provided.